Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guidewire the guidewire was slightly bent along its length. It was also observed that the guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled/scraped off on several places along its proximal approximately 36.0cm from the proximal end. The ptfe coating was scraped on the guidewire on one side. The (ptfe) coating appeared to be scraped off the guidewire with the torque device collet and/or introducer. During functional testing, the synchro guidewire was loaded and advanced through the proximal end of excelsior sl-10 microcatheter. The guidewire was advanced. There was no friction and/or resistance felt during the advancement. Based on information received from the customer, the sl-10 microcatheter was also noted to be kinked while inside the patient. It is probable that procedural and/or anatomical factors encountered during use contributed to the reported event resulting in the bent guidewire. Therefore, an assignable cause of procedural factors was assigned to the reported and analyzed guidewire kink. It is possible that the guidewire ptfe coating was peeled/scraped off by the torque device collet due to insecure fastening. However, since the torque device was not returned for analysis, this could not be confirmed. Therefore, an assignable cause of undeterminable was assigned to the analyzed guidewire ptfe coating peeling.

Event description:
Based on the result of the investigation on the returned product, it was observed that the polytetrafluoroethylene (ptfe) coating was peeling. There were no clinical consequences to the patient.